Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. External stress was applied to the instrument channel port. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer noticed that the instrument channel port of the device was worn out during reprocessing. Other detailed information was not provided. There was no report of patient injury associated with this event.